Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during surgery, it was discovered that the tracheal intubation connector was loose and the seal was not tight during the general anesthesia intubation of the patient and caused hypoxia. The tracheal intubation was immediately replaced, and the intraoperative breathing channel was established.